Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This occurred after the device was compounded with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation. During visual inspection, the device was observed leaking. The reported issue was verified; however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.